Manufacturer narrative:
D4 unique identifier (UDI) for crx 14: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) could not rebound after pressure, and it could not be used. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) could not rebound after pressure, and it could not be used. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Model number/catalog number: (B)(4). Batch/lot number: 1000039981. Model/catalog description: crx 14. D4 unique identifier (UDI) for reservoir: (B)(4). Model number/catalog number: 72404161. Batch/lot number: 0176511008. Model/catalog description: reservoir. D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump was visually inspected and leak testing. Ms pump passed the leakage test and visual inspection. Ms pump did not pass activation tests. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical issue and collapsed/dimpled/flat was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the ms pump not passing the activation tests could have caused or contributed to the reported clinical observation of mechanical problem.